Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The procedure was performed under local anesthesia. Upon review of magnetic resonance imaging (MRI), clear rectal wall infiltration was noted including one slice where the hydrogel appeared to move deep into the submucosal space. The patient was planned for stereotactic body radiation therapy (sbrt). The physician decided to proceed with the conversion to moderate hypofractionation due to this event. The patient was reported to be asymptomatic.